Manufacturer narrative:
Depuy spine has requested return of the self-retaining screw driver for evaluation. Review of the device history record found the lot met specification requirements when released to stock. No other complaints have been reported for this lot. No definitive conclusions can be made. However, the screw driver tip breakage is most likely the result of excessive force placed upon the instrument during screw loosening. A follow up medwatch report will be filed if examination of the returned screw driver finds something other than that which is stated above.

Event description:
International affiliate reports that when an aegis screw was being removed, it appeared to catch under a spinal plate. The tip of the self-retaining screw driver being used to remove the screw became twisted and the tip sheared off within the head of the screw. The broken tip remains within the screw head in the pt with the pt's cam locking the tip and screw in place.